Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 804:26 was confirmed during product evaluation. The assignable cause was a software failure. Software failures are not associated with hardware malfunctions, therefore no hardware repairs were performed for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with an "804:26 alarm code on channel b." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.